Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a 21 millimeter (mm) surgical valve, an echocardiogram indicated inferior wall motion abnormalities. The left main coronary artery was occluded by the surgical valve. Coronary intervention was attempted but was unsuccessful. One day after implant, the patient died. Per the physician, the cause of death was left main coronary artery occlusion. Per the physician, the transcatheter valve may have contributed to the occlusion.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Two cine runs provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: the transcatheter valve (tavr) was deployed to 100% inside a surgical valve. The tavr appeared constrained. A post dilatation was performed, confirming waist in the balloon at the surgical valve ring location. Angiogram confirmed that there was perfusion in the left main artery. Angiogram confirmed that there was perfusion in the right coronary artery. A large injection angiogram with a pigtail confirmed that there was perfusion in both right and left coronary arteries. The cine review concluded that the tavr was 100% deployed inside a surgical valve and a post dilatation was performed due to a constrained valve. The angiograms showed that there was coronary perfusion at the time of the implant. The cine review was not able to confirm the reported left coronary occlusion caused by the surgical valve because there were no additional images provided. The cine review also was not able to confirm the reported coronary interventional attempts or death related to coronary occlusion. As seen in the cine images, the valve was observed to be constrained after it was deployed inside the surgical valve. Frame expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, the existing surgical valve may have impacted the expansion of the transcatheter valve but the root cause could not be determined. Coronary occlusion is also listed as a potential risk in the instructions for use (IFU) and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). In this event, the patient died one day after the valve implant. Although the physician reported that the cause of death was left main coronary artery occlusion and that the transcatheter valve may have contributed to the occlusion, this was unable to be confirmed by the cine review. Therefore, a root cause for the coronary occlusion and death could not be conclusively determined. If information is provided in the future, a supplemental report will be issued.